Event description:
It was reported that a new ilet user experienced a low glucose event while using the pump and initially planned to eat dinner to address it; he was advised to first treat the low and then eat when stable, and he treated with crackers and juice. Symptoms included no reported hypoglycemic symptoms with a fingerstick or sensor value of 72 mg/dl. Outcomes included resolution with oral carbohydrate and completion of troubleshooting and education on initial variability when new to pump therapy. Investigation included a case review and user coaching regarding appropriate hypoglycemia treatment. Investigation of this case revealed no device malfunction and suggested user technique and early adoption to pump therapy as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.